Event description:
It was reported that the smartpass feature in this subcutaneous implantable cardioverter defibrillator (s-ICD) was found to be disabled. Device data was sent to rhythmcare for review. Data review determined this feature was disabled due to low amplitudes and the presence of noise. This s-ICD was also noted to have stored an atrial fibrillation (af) episode due to oversensing of noise. Automatic setup was performed, however; was not successful in most vectors. The device was reprogrammed to the secondary vector with two times gain to mitigate further oversensing. Additional information was received that this device delivered an inappropriate shock due to the previously observed oversensing. This device remains in service. No adverse patient effects were reported.